Event description:
The user facility reported that during an abdominal aortogram with runoff via the right femoral artery, when attempting to cross a lesion in the left superficial femoral artery (sfa) with a navicross catheter and stiff angled glidewire, a portion of the tip of the wire sheared off. The piece was attempted to be removed but could not be done. The patient would have bypass surgery as endovascular recanalization was unsuccessful. The patient was in stable condition. The procedure outcome was completed.